Manufacturer narrative:
After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and the root cause of the reported issue was determined to be due to contamination in the keypad buttons.

Event description:
The customer contacted physio-control to report that on button on their device is not working and the device can not be turned on. There was no patient involvement in the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that on button on their device is not working and the device can not be turned on. There was no patient involvement in the reported event.